Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad was unresponsive. The customer¿s blood glucose level was in the range of 130 mg/dl to 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer reported that the insulin pump display did not returned after restart. The customer was reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a white spot along the left edge of the display. The user is able to see what's displayed on the rest of the screen and navigate the menus. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Unit passed displacement, active current measurement tests; it failed sleep current measurement, and self tests. Upon further review of the unit's interior, there was heavy corrosion on electrical board especially around both battery connectors and the back of the lcd display. Device received has a crack on the battery tube. The middle (enter) keypad button is cracked as well.